Manufacturer narrative:
Another reporter: (B)(6). Updated fields: b4, b5, b6, b7, d10, e1(event site email), g3, g6, h2, h6(type of investigation, investigation findings, component codes, health effect impact codes, investigation conclusions), h11. A getinge field service engineer (fse) was requested to evaluate the unit and address the issue. The fse replaced the safety disk. The affected part was scrapped by the customer and not returned for further investigation. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported by customer that the cs300 intra aortic balloon pump (iabp) unit safety disk leak test failed. No patient was involved.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h11. Corrected field:h6(investigation findings).

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cs300 intra-aortic balloon pump (iabp) unit safety disk leak test failed. No patient harm or injury reported.